Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - broken drain male luer lock for collection bag. No injuries.

Event description:
(B)(6) - broken drain male luer lock for collection bag. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Sterile date: 06 july 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No related capas. Risk management review: a review of (B)(4) medical device hazard analysis (rev 12), identifies the hazard situation as "5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag" the risk level is considered low. Based on complaint of "broken luer lock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin-luer lock that connects to the collection bag broke. The female luer of collection bag is still threaded into the spin-luer. Could not disconnect both components from each other. The evaluation conclusion is as follows: the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. The breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. Failure mode: confirmed / spin luer lock breakage during use.